Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 on 8 am with a high blood glucose level of 525 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.